Manufacturer narrative:
This report is submitted on april 21, 2017.

Manufacturer narrative:
This report is submitted on april 03, 2017.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2016, for treatment of a brain tumour. Reimplantation is planned but had not taken place at the time of this report, april 03, 2017.